Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the legal representative stated patient had revision surgeries on (B)(6) 2018 and again on (B)(6) 2019 due to device eroding into vaginal canal causing intense pelvic pain and resulting in dorsal abrasion of her partner following intercourse.

Manufacturer narrative:
Correction: item number, UDI number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received on 12/19/2020 as follows: left anterior vaginal wall with small area of erythema; urge incontinence.